Manufacturer narrative:
Threaded tip cracked then propagated across the threads shearing a small section of the tip off completely. Probable cause is that the impactor was not properly threaded on the acetabular cup. The surgical technique states the following: "thread the desired cup component onto the cup driver. Ensure that the driver is fully seated to avoid damaging the threads." When the impactor is not properly threaded into the shell the impaction load is on the threads and not on the impact pan as designed.

Event description:
Impactor broke during cup impaction, caused a delay in surgery by approx 20 minutes. Other than the delay in surgery there was no impact on pt.